Event description:
It is reported that the surgeon was unable to insert the screw. A different screw was opened and inserted with no difficulty.

Manufacturer narrative:
Upon receipt of further info it was discovered that this item was mfg by zimmer (B)(4). Please ref MDR 1822565-2012-01676. Eval summary: pt anatomy and bone quality may have been a factor when attempting to insert the screw. Cause cannot be definitively determined. Eval: after reviewing the device history records for the lot number provided, they were found conforming to the requirements at the time of MFR. The screw meets print specifications.